Event description:
It was reported that pump experienced malfunction that caused screen to go dark and not turn on, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, restored display, and reported malfunction code; then received guidance from technical support to reset pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned.